Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 55840016545, 510k# k113174 and upn (B)(4) is cleared in the us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with stenosis and underwent posterior lumbar interbody fusion (plif) surgery at l5/s level. Post-operatively, the screw was broken. The product came in contact with the patient. There were no patient symptoms or complications as a result of this event.

Manufacturer narrative:
X-ray review: a single saggital CT spine and post-op x-ray for l5-s1 fusion provided. The sacral screw on one side is fractured. Fusion status is unknown. If information is provided in the future, a supplemental report will be issued.